Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not closing all the way (clips were scissored). It was not known on which firing this occurred. The case was completed with another device of the same product code. There were no patient consequences reported. It was not known if a cholangiogram was used with this procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed one scissored clip and five conforming clips. Finally, the instrument locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.